Manufacturer narrative:
Model number/catalog number: sc-8120-70, serial number: (B)(4), batch/lot number: 154836a, model/catalog description: artisan surgical lead 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient had a non-device related fall and hit the incision site which led the patient to develop an infection. Symptoms of redness, swelling and drainage at the incision site were noted. The patient was placed on antibiotics and underwent an explant procedure.